Event description:
It was reported that this right ventricular lead exhibited a high out of range pacing impedance measurements. It was suspected that this was due to electromagnetic interference (emi). The patient will continue to be monitored. This lead remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).